Manufacturer narrative:
Upon receipt from analysis, it was confirmed that one of the components within the product circuitry became defective and burnt; which caused the burning smell from the programmer as reported from the field. This anomaly also caused boot-up issues with the programmer. The component was replaced successfully.

Event description:
Boston scientific received information that upon booting up the programmer, the field representative could smell electrical circuitry burning. The programmer was unplugged and was left about an hour to ensure there was no burning. There were no flames noted and no reported injury to the field representative. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The programmer was received for laboratory analysis. This report will be updated upon completion of analysis.